Manufacturer narrative:
Additional information was received that the physician used electrocautery during the hip replacement. Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg would not charge after a hip surgery. The patient underwent an ipg replacement procedure. Device malfunction was suspected. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 90970880-04)

Event description:
A report was received that the patient's ipg would not charge after a hip surgery. The patient underwent an explant procedure. Device malfunction was suspected.